Event description:
It was reported prior to the explant of the pt's scs ipg, the pt experienced heat at her scs ipg pocket site which occurred regardless of charging. It was also reported that prior to the explant the pt experienced overstimulation at the pocket site. Additionally, it was reported that due to these issues the pt experienced diminished/loss of therapy (pt was implanted for migraines). Sjm representatives were unable to resolve the issues with reprogramming. Moreover, a sjm representative was not notified of the explant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03516. The patient had 2 scs leads from the same lot. Additional historical information from the medical chart review identified the patient was not receiving effective stimulation and underwent a supratrochlear nerve and resection procedure on (B)(6) 2012, the scs ipg was not explanted at this time as previously reported. Additionally, it was noted the at the time of system explant ((B)(6) 2012) the patient also underwent neuroplasty and transposition of the cranial nerves. The scs leads are being reported as device 2.